Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called the technical support engineer (tse) and stated that monopolar energy was not working, and it had c-34 message on the erbe stating that activation had been interrupted. The tse viewed system logs and confirmed that the c-34 voltage was too low in the power-on state. If the issue was recurring, then it was likely that an erbe replacement was needed. If the issue was intermittent, then it was possible that there was magnetic interference (logs showed multiple c-34 errors). Furthermore, the customer stated that they had already tried another monopolar energy cord, another monopolar instrument, both monopolar ports on the erbe, and rebooted the erbe. The tse recommended that the customer reboot the erbe, but the issue remained. The customer swapped vision carts, powered on the system, and tested the monopolar energy. The issue was resolved. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on the erbe and observed the c-34 error. Therefore, they replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure was confirmed. The unit displayed error c-34, c-84, c-00, and m-c8 in error logs. Also, the unit displayed error c-34 during start up and the fan was vibrating excessively. The complaint regarding the error message was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.